Event description:
It was reported that the patient developed pericarditis following a lead revision procedure. The patient subsequently developed endocarditis with vegetation observed on transesophageal echocardiography. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2088tc st jude lead, implanted: (B)(6) 2014. (B)(4).